Manufacturer narrative:
Batch records for final product manufacture and qc record for (B)(4) were reviewed and no abnormal issue or smell was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(4) met the qc criteria. We have not found the complaint issue from the retained cassettes. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Swab/component issue. Customer said when she opens the package it has an overwhelming smell of incense or chemicals. She has 3 boxes.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Swab/component issue. Customer said when she opens the package it has an overwhelming smell of incense or chemicals. She has 3 boxes.